Manufacturer narrative:
Balt USA reference: #(B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "received feedback that there are quality issues and the ballast80 found leakage." Incident report form submitted for this complaint indicates that no patient injury was sustained.